Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead dislodged and became embedded in the papillary muscle. The lead could therefore not be removed. The lead was inactivated and a replacement lead was implanted. No patient complications have been reported as a result of this event.